Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant and temp multi-unit abutment placed in type iii bone in ada site 15 in the mouth failed after 4.5 months. Clinician reports patient's mobility and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that the implant and temp multi-unit abutment placed in type iii bone in ada site 15 in the mouth failed after 4.5 months. Clinician reports patient's mobility and biomechanical overload. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).